Manufacturer narrative:
Vyaire reference #: (B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the display assembly surface not being cleaned properly by the customer. After cleaning the touchscreen, the reported issue was resolved.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is freezing up and unable to respond to touch commands. There was no patient involvement associated with this event.